Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was exposed to moisture and had damaged. Troubleshooting for fluid in pump was performed. The customer's blood glucose level was 78 mg/dl at the time of the incident. The insulin pump was exposed to pool water and the it vibrated suddenly and had a blank display immediately after exposure. Troubleshooting for damage was also performed. The customer stated that there was a crack in the reservoir area due to being bumped a lot. Per both troubleshooting, it was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Device also received with minor scratched lcd window, cracked case(battery tube), cracked battery tube threads, cracked case and cracked retainer.